Manufacturer narrative:
Correction: foreign was not selected in g2.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant a complaint of loss of capture and sensing was noted on the atrial (ra) lead. After several attempts the physician elected to use another lead and complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported helix event was isolated to an over torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.